Event description:
It was reported by the patient that following "lightning strikes" in the area, the carelink monitor is not receiving power. A new power cord will be sent. If that does not resolve the situation a new monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.